Event description:
The patient reportedly, experienced a loss of lock between her external equipment and implant. External equipment was exchanged. However, the problem was not resolved. Testing showed that the device was not functioning. Surgery to explant the patient's cii device will be scheduled.